Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the distal mesenteric vessel using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician place two ruby coil lps in the target vessel using the microcatheter. Subsequently, while attempting to place the next ruby coil lp, the physician noticed the coil was stuck and would not advance at all within the introducer sheath. Therefore, it was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.